Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of no live video output was confirmed. Cause of video malfunction is a defective camera head pcb. Camera head passed functional testing with a known good camera head pcb installed. The complaint investigation has concluded that the root cause of blank image is a defective electronic component on the camera head pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined.if the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during the surgery the device did not display the arthroscopy image and still displayed colors bars on the screen. No patient injuries or delay reported. Back-up device was used to complete the surgery.